Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to cracked and bleeding lcd glass. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump lcd was broken. The customer reported that there was a spot of ink. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.